Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a seizure and emergency medical services (ems) was called. The patient was brought to a local hospital by ems with complaints of left arm weakness. Once in the emergency room, patient experienced another seizure. Lactate dehydrogenase (ldh) had been elevated with a subtherapeutic inr. System controller history interrogation revealed elevated flows and power around the time of the events. Log file analysis completed by the manufacturer¿s technical services representative revealed transient power elevations and high flows associated with drop in the average pi on (B)(6) 2018 for approximately 2 minutes. These were associated with pi events. There was a possibility something may have passed through the pump at that time. The power and flow returned to baseline. Additional information was requested, but was not provided.

Manufacturer narrative:
Although the elevated pump parameters were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined. A correlation between the left ventricular assist system (lvas) and the reported clot and lactate dehydrogenase (ldh) elevation could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient may have had a clot in the pump, which resulted in elevated lactate dehydrogenase (ldh). The patient presented with subtherapeutic inr and ldh elevation on admission. An echocardiogram showed aortic regurgitation. The patient was later discharged with downward trending ldh. No issues reported following the discharge. The patient remains ongoing on left ventricular assist system (lvas) support.